Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer also reported motion sensor test failure, the alarm occurred while in the swimming pool. Customer states pump was not exposed to a high magnetic field.the issue was not resolved. Customer said the pump cannot rewind because of motion sensor test failure alarm. Customer advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. The insulin pump was unable to verify pump error alarm in the pump history due to pump unable to download. The insulin pump was received with missing display window cover and minor scratched lcd window.